Manufacturer narrative:
Field d10 has been updated. In the inital medwatch it states: "the customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr" this has been corrected to : "the customer's meter was provided for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr". The customer's meter and test strip (1 strip) were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 2:10 p.m. The meter result was 4.7 inr and at 3:00 p.m. The laboratory result was 3.6 inr. The patient's doctor adjusted her coumadin dose based on the laboratory result. The patient's therapeutic range is 2.5-3.5 inr and tests every 2-3 weeks or 3-4 weeks. The patient's currently feels fine.